Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to unknown reason. Additional information from the field representative indicated that this lead was accidentally displaced when the physician was trying to explant the brady right ventricular (rv) lead because of a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.